Manufacturer narrative:
Product complaint # ==> (B)(4). Date sent to the FDA: 01/06/2020 a manufacturing record evaluation was performed for the finished device lot number pdh678, and no non-conformances related to the reported complaint condition were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: * what was the initial procedure? //sleeve gastrectomy * please clarify what was the issue? //suture breakage occurred * do you have the problem with the suture?// yes,breakage * do you have the problem with the needle? //no * what is the lot number?// pdh678 * please confirm device's availability.// unk

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what was the initial procedure? Sleeve gastrectomy. Please clarify what was the issue? Suture breakage occurred. Do you have the problem with the suture? Yes, breakage. Do you have the problem with the needle? No. What is the lot number? Pdh678. Please confirm device's availability. Unknown. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sleeve gastrectomy procedure on (B)(6) 2020, and a barbed suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.